Event description:
Customer reports: when washing the probe, resistance and leakage in the function were observed.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded. Comment - the customer stated that the device will not be returned for evaluation because it has been discarded.

Manufacturer narrative:
The device history record review of the reported lot number shows evidence that the product was released according to all established procedures and qa documentation. A sample analysis could not be performed since no photo samples nor actual sample device was received for evaluation. The root cause could not be determined without a sample to evaluate. The investigation was carried out with a multifunctional team, and the findings were that all processes and controls were found to be followed according to procedure, including packaging and all inspections performed on the product. No abnormal conditions were found that could trigger the reported condition. A risk assessment was carried out to determine the observed occurrence for this failure mode. Based on the analysis for the condition of leaking, (o) is 0.02% (3, occasional) which is equal the range of the expected occurrence of harm (o) (3, occasional) and for the condition of occlusion, the observed occurrence of harm (o) is 0.0041% (1, improbable) which is below the range of the expected occurrence of harm (o) (5, frequent). Therefore, no action plan is required at this point. This complaint shall be reopened if a sample is received.